Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that after changing her infusion set yesterday her blood glucose increased from 170 mg/dl, to 270 mg/dl, and then finally to 503 mg/dl. The customer programmed a 17.1-unit bolus but her blood glucose remained high. Troubleshooting was initiated for the high blood glucose. The customer felt nauseated and slightly woozy, and she had yet to treat her blood glucose. The drive support cap appeared normal. However, the infusion set cannula was bent. The customer declined further troubleshooting. No products were returned or replaced.